Event description:
It was reported that the pump pocket was not healing to closure following pump replacement. The patient was taken into the operating room (or) on 2014 (B)(6). The pump pocket was cleaned out and they ran cultures. The culture results were "perfectly fine," no sign of infection. The pump had not been removed as of 2014 (B)(6). Additional information reported that the patient did not have any allegations or complaints with their current pump. They were increasing morphine until the patient was up to the dosing the patient was at for the dilaudid and then they will put the patient back on dilaudid. Additional information including patient outcome was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).